Event description:
On 8/3/95 an rn on duty was shocked and suffered second degree burns on her right hand. The rn was holding the paddles in palms of her hands to check for wave formation ("quick look function"). The machine had been set at test 100 joules, and a second rn hit the charge button and the machine fired. The direct cause of this adverse event is user error. The "quick look" function should not be checked by placing the hands under paddles. The defibrillator was removed from service and evaluated in the clinical engineering department. Device meets MFR's specifications for function and safety.